Manufacturer narrative:
The investigation conducted by field service engineering concluded that the system error code experienced by the customer was associated with an endoscopic camera manipulator (ecm). The endoscopic camera manipulator is the camera arm located on the pt side cart, that provides the sterile interface for the 3d endoscope. The system was repaired by replacing the affected ecm. The system alarm (system generated fault code) functioned as designed and there was no injury to the pt. The da vinci s safety systems determined that the angular position of one or more robotic joints on the specified manipulator, as measured by that joint's primary control sensor (encoder) and the secondary sensor (potentiometer), were out of specified tolerance for agreement. Upon determining this condition, the safety systems put da vinci s in a "recoverable safe state". Testing performed by engineering discovered that an axis potentiometer had malfunctioned, thus generating the system error code experienced by the customer. As of 2008, there have been no reported recurrences of the issues at this hospital.

Event description:
It was reported that during a da vinci s prostatectomy procedure the customer experienced multiple occurrences of system error code #23008. The pt was under anesthesia for 3 hours and 20 minutes and the port incisions were already made when the surgeon decided to abort the planned surgical procedure. No pt harm, adverse outcome or injury was reported.